Event description:
Medtronic (covidien) received report of an event involving a pipeline flex device used during flow diversion treatment of a left, ophthalmic, internal carotid artery (ica) aneurysm. The physician deployed one pipeline flex without issue. During deployment of a second pipeline flex, the physician unsheathed the initial 4mm of the device, but decided to resheath to ensure the device was not constrained. The pipeline flex could not be resheathed. Since the pipeline flex had already opened and was apposed to the first pipeline flex, the physician chose to continue implanting. The pipeline flex deployed as expected until the most proximal third of the device displayed torsion. The physician attempted to resheath the twisted section in order to re-deliver, but again the device could not be resheathed. The microcatheter displayed accordion characteristics during attempts to resheath. The pipeline flex was deployed and torsion was massaged out, but the proximal edge of the device was only 50% open. Balloon angioplasty was necessary to completely open the pipeline flex and the device was ultimately implanted. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The device involved in this event will not be returned as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).